Manufacturer narrative:
H.6. Other . H.7. If other specify. See section h.10 h3 other text : see section h.10.

Event description:
Material no: 363706 batch no: unknown. It was reported that the bd microtainer® map microtube for automated process k2 edta 1.0 mg had issues with clotting. There were 14 tubes clotted during the month of april. This occurred on 14 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: we have seen increased clotting in our new edta microtainer tubes. These are the tubes that fit into the racks that are loaded on to the hematology analyzer. Has there been customer complaints or are you able to give me any type of data that compares the new edta microtainer tubes with the smaller edta microtainer tubes? Increase clotting in nicu from map tubes. April 14 clotted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no: 363706, batch no: unknown. It was reported that the bd microtainer® map microtube for automated process k2 edta 1.0 mg had issues with clotting. There were 14 tubes clotted during the month of (B)(6). This occurred on 14 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: we have seen increased clotting in our new edta microtainer tubes. These are the tubes that fit into the racks that are loaded on to the hematology analyzer. Has there been customer complaints or are you able to give me any type of data that compares the new edta microtainer tubes with the smaller edta microtainer tubes? Increase clotting in nicu from map tubes. (B)(6) 14 clotted.